Event description:
It was reported that postoperative testing showed a malfunction of the device (electrodes with short-circuits, others with status "hi", and no indication of a ground path impedance).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.